Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Anticipated but not begun.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred during the load process. The customer reported a blood glucose level of 210 (mg/dl). It was indicated that lantus and humalog would be used as alternate insulin therapy.